Event description:
It was reported that the patient with an implantable cardioverter defibrillator (ICD) experienced twinge or pinch at the site of the implant. The patient was referred to the physician. As of this time device remains in service. No adverse patient effects were reported. Additional information is received indicating that this device was explanted due to infection. No additional adverse patient effects were reported.